Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) with asystole for two seconds one day post implant. The outputs were increased and a chest x-ray was ordered but was unremarkable. The lead was repositioned and remains in service. The patient is pacemaker dependent but no adverse patient effects were reported.